Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-march-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation?: no, dev rtn to MFR? No, mfg date: 19-sep-2019, labeled for single use?: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) delivery system (ds) was not able to be controlled and was not able to deploy the leadless ipg in good contact with the myocardium resulting in high thresholds. Hospitalization was prolonged for one more week. The leadless ipg was explanted and replaced five days after implant. No patient complications have been reported as a result of this event.